Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that impedances were greater than 10000. It was unknown what factors could have led to the issue. The rep said reprograming was done and impedances were checked. It was noted that the issue was not resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.